Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that, since implant, the ventricular lead impedance has risen from approximately 500 ohms to over 1000 ohms. The lead is still in use. No patient complications have been reported as a result of this event. It was further reported that the lead impedance continues to rise and the thresholds have increased. A lead replacement is planned.

Event description:
It was reported that, since implant, the ventricular lead impedance has risen from approximately 500 ohms to over 1000 ohms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.